Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The product was not returned for investigation. No information was provided that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous glucose results for one patient tested with accuchek inform ii meter serial number (B)(4) and accuchek inform ii meter serial number (B)(4). The same vial of test strips was used for all testing. The patient had a result of hi (> 600 mg/dl) when initially tested on meter serial number (B)(4) at 11:13 a.m.. This test was performed using a sample from the same arm that the patient was receiving dextrose and antibiotics intravenously. The initial result was questioned, so the customer used meter serial number (B)(4) to test the patient again using a second finger stick sample from the patient's other arm. Results from this sample and meter serial number (B)(4) were 258 mg/dl at 11:18 a.m. And 275 mg/dl at 11:19 a.m.. The same second finger stick from the patient's other arm was tested on meter serial number (B)(4) at 11:20 a.m., resulting as 365 mg/dl. A sample was collected from the patient at 12:18 p.m. And tested using the laboratory method, resulting as 266 mg/dl. The patient has had no reported blood flow issues. The patient was not adversely affected. The initial high result was not believed to be correct and the patient was not treated based on the high reading. Controls were tested on both meters and passed within the previous 24 hours. The customer also stated that they recently ran correlations on both meters, comparing the values to the laboratory method values; all were acceptable. The customer's product was requested for investigation and replacement product was shipped to the customer.